Event description:
It was reported that this lead was not successfully implanted as the lead incurred damage in the electrode end during implant procedure. The lead was never in service. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a deformed helix, stretched-out with tissue dangling; coils also slightly stretched along lead body. Testing was completed to assess lead electrical performance indicating conductors are intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a deformed helix, stretched-out with tissue dangling; coils also slightly stretched along lead body. Continuity testing was completed to assess lead electrical performance indicating conductors are intact.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted as the lead incurred damage in the electrode end during implant procedure. The lead was never in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to capture the evaluation conclusion code after product investigation closure. It was reported that this lead was not successfully implanted as the lead incurred damage in the electrode end during implant procedure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.